Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a narrowed outflow graft and an obstructed inflow cannula were confirmed via analysis of the submitted images; however, a specific cause for these observations could not be determined. Additionally, the reports of a driveline infection and syncopal events were not confirmed, and a cause for these events also could not be conclusively determined. The account indicated that the patient had recently been admitted to the hospital with bacteremia from a driveline infection and was discharged home on antibiotics. The patient was subsequently found expired on 22jul2020 while connected to external battery power with the controller alarming. According to the account, the patient was found to have a severe obstruction/tissue overgrowth of the inflow cannula and narrowing of the outflow graft. The patient had no reported history of low flow alarms, but it was noted that the patient had been experiencing syncopal events that had never been previously reported to the account. The submitted image of the inflow cannula confirmed a tissue-like deposition within the cannula that partially obstructed the blood flow path. According to the account, this deposition was calcified. It is unclear whether the cardiac tissue covering the proximal opening of the cannula was there during support or contracted/changed position at explant. The submitted image of the outflow graft and bend relief confirmed narrowing of the outflow graft with biological material that filled the space between the outflow graft and the bend relief. A specific cause for the observed findings and a timeframe for their presence during support could not be determined through this evaluation. The submitted controller event log file and controller periodic log file, which contain data from 18jul2020 to 22jul2020 and 12jan2020 to 22jul2020 respectively, captured transient low flow alarms on (B)(6) 2020 that became constant by the end of day as flow decreased to 0 lpm, and remained there until power was removed and the driveline was ultimately disconnected on (B)(6) 2020. According to the account, the patient's estimated time of death was around 22:00-23:00 on (B)(6) 2020, corresponding to the low flow alarms. A correlation between these alarms and the narrowing of the outflow graft and obstruction of the inflow cannula could not be determined. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. It also lists the adverse events that may be associated with the use of the hm3 lvas, including device thrombosis, driveline infection and death. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 ¿surgical procedures¿ describes how to insert the inflow cannula, and states: ¿prior to advancing the sealed inflow cannula into the left ventricle through the apical cuff, remove the glove tip from the inlet extension. Inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow.¿ this section also contains information on the sealed outflow graft and bend relief. It instructs the user how to attach the outflow graft to the aorta, and how to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 ¿patient care and management¿ includes information on patient assessment, which includes assessing patient level of consciousness. This section also contains a subsection entitled ¿controlling infection,¿ and also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook: section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient recently passed away at home on (B)(6) 2020. Per the coroner, the last time anyone talked to the patient was around 9 pm on (B)(6) 2020. The patient¿s estimated time of death was around 10 to 11pm. The patient was found by his father at 2pm on (B)(6) 2020, alarms were still going, and the patient was connected to 2 batteries. The pathologist reported that the patient had a severe obstruction/tissue overgrowth of half of the inflow cannula, and extreme narrowing of the outflow graft; however, never had any reported, or interrogated, low flow alarms, elevated lactate dehydrogenase (ldh), or elevated pulsitile index pi events and powers. The patient was recently admitted with bacteremia from a driveline infection and was at home on intravenous (IV) antibiotics at the time of death. The submitted log file captured low flow alarms beginning at 11:38pm on (B)(6) 2020. These appeared to have occurred when pi was elevated and were likely due to hemodynamic factors. Then overnight, flow values went as low as 0 lpm. These appeared to have been the result of an obstruction in the inflow cannula, which coupled with a twist in the outflow graft would have significantly reduced blood flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists pump thrombosis, driveline infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm), and also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", provides instructions for device implantation including how to properly insert the inflow cannula. Prior to advancing the inflow cannula into the left ventricle through the apical cuff, the user is instructed to remove the glove tip from the inlet extension and inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 ¿patient care and management¿ includes information on patient assessment, which includes assessing patient level of consciousness. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.